Event description:
It was reported that a loaner set for the modular arthrodesis nail system was sent for a tibial tumour resection procedure on (B)(6) 2010. The surgeon assembled the trials the day before the surgery and was satisfied. During the procedure, after the resection was made, the surgeon recognized the trials in the set did not allow him to trial for the shortest bone resection. He needed two one-centimeter adapter connector trials to complete the procedure. However, only one adapter connector trial was included in the instrument set. The surgeon inserted a cement spacer in the tibial resected portion of the patient until the surgery could be completed on another day. There was a delay in the procedure greater than thirty minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. This report submitted (B)(6) 2010.